Event description:
During pta of a lesion in the superficial femoral artery with unknown lesion and vessel characteristics, while a smart control (complaint product) was being delivered to the target lesion, the distal tip of the outer sheath was found to be frayed and could not be advanced. At what timing the event was occurred was unknown. The device was removed from the patient and other new product (same size, s-shaft) was used. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. There will be product returned. Approach was made from the contralateral femoral artery.

Manufacturer narrative:
This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During pta of a lesion in the superficial femoral artery with unknown lesion and vessel characteristics, while a smart control was being delivered to the target lesion, the distal tip of the outer sheath was found to be frayed and could not be advanced. The product was inspected and prepped according to the instructions for use and nothing unusual was noted about the stent delivery system prior to use. The device was removed from the patient and a new product was used. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. One non-sterile unit of smart control 6 x 40 mm was received coiled in a plastic bag; locking pin and stent were received at the correct position. Brite tip was frayed and outer sheath was kinked at 3.5cm and 14 cm from ID band. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The frayed /split/torn condition reported by the customer was confirmed, as the tip was found frayed the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent this type of failure as well as there are inspections in place to detect damages in the sds, (B)(4). Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to failure as reported. The cause of the kinked condition found during visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and the operational context of the device and is not related to a product quality issue.